Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw. The analyst noted that there was no wrench received for analysis at preliminary review, so analysis is not possible on the wrench.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that there was no wrench received for analysis at preliminary review, so analysis is not possible on the wrench.

Event description:
It was reported that during an attempted implant, the physician inserted the atrial lead into the header, however when he attempted to use the wrench, the physician only heard one "click". When the physician backed out the setscrew and removed the wrench, the setscrew was stuck to the end of the wrench. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 407645 implantable pacing lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.